Manufacturer narrative:
(B)(4). A visual assessment was performed. The catheter demonstrated signs of use. As received, the working channel sleeve protruded. However, maximum working channel sleeve protrusion was observed when the tip was articulated by turning the small knob in the counterclockwise direction and the large knob in the clockwise direction. A functional evaluation was performed. The device was plugged into the controller. No image was displayed, confirming the lost image. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Wcs protrusion in devices manufactured with post 01mar2018 changes has been determined to be a design issue. Therefore, the complaint investigation conclusion code selected for the wcs protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation is underway to address this issue. A device history record (DHR) review was performed, and did not identify evidence of deviations or non-conformance's in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyscope procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the spyscope image disappeared on the screen. A square of multiple colors appeared which then turned grey. The spyscope ds was restarted, wiped with a dry napkin, and was then reconnected to the controller. The image came back with a blurred image, and then it disappeared and eventually went back to grey screen again. The procedure was not completed due to same device unavailability. There were no reported patient complications as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.